Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. There was no impact to customer's blood glucose level. Contact declined to receive a replacement pump, and stated customer will continue to use the pump for insulin therapy.